Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that a stent dislodged inside the patient. The 95% stenosed target lesion was a moderately tortuous left anterior descending artery (lad). The physician was using a kissing balloon technique with a 6f guide wire. With a balloon catheter already in place in the distal lima, the physician advanced a 2.25mm x 12mm synergy ii stent to an attached distal vessel. The stent would not cross and upon retrieval, it was noted that part of the stent was dislodged from the stent catheter. The product was successfully removed and the procedure was completed with another device. No patient complications were reported.